Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin and no ECG was obtained. Additionally, they were unable to capture the patient's rhythm. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. However, adherence was not optimal so they applied hypafix to ensure adhesion. The electrode pads were replaced 4 more times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads used during this event were not returned for evaluation. However, the data file was reviewed and showed evidence of invalid patient impedance. This may be caused by patient preparation, skin condition, poor connection or electrode pads. It is important to note; the patient was described as diaphoretic which may have lead to poor coupling as evident in the log. The electrode pads used during this event were not returned for evaluation. Therefore, root cause determination could not be firmly established.